Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as black and blue bruising on the patient's chest area. The patient consulted a physician who recommended removing the device temporarily and using a cream. Follow-up indicated that the irritation was improving.